Manufacturer narrative:
The customer provided photographs of the complaint product. Upon review of the photographs, it is clearly visible that the clamps are fractured at the post between the inner and outer plate. The most likely underlying cause of the complaint could not be determined as the product was not returned and no functional tests could be performed. There are no indications of manufacturing defects. (B)(4) device not returned was reported in the initial submission. Supplemental report one of two for the same event, reference (B)(4).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported two of the three lactosorb rapidflap outer and inner plates broke during a encephalo-duro-arterio-synangiosis (edas) for a child. There was no delay that exceeded thirty minutes. The broken parts were removed and additional product was used to complete the surgery. There was no surgical delay in excess of 30 minutes and no injury to the patient.